Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the perclose proglide after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide is being filed under a separate MFR number. The device was returned for evaluation. There was no evidence of needle strike marks. The reported cuff miss could not be confirmed as the plunger, link and suture were not returned. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.